Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the ampulla during sphincterotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the wire in the handle was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The problem code 1069 captures the reportable event of cutting wire broken. The returned microknife xl was analyzed, and a visual evaluation noted that the cutting wire inside the handle was detached and the break in the wire was not smooth. No other issues with the device were noted. The reported event was confirmed. The reported failure could had been generated if the device was actuated during coil position or by the manipulation during preparation. Therefore, the most probable root cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the ampulla during sphincterotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the wire in the handle was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.